Event description:
It has been reported to philips that the system would not boot up. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was stuck at 00:00. Review of the log file confirmed the malfunction of the flexvision pc. The analysis also confirmed the malfunction of the flexvision pc. The fse performed system troubleshooting and found that the system would not boot up even though the fans are running. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.